Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual examination identified that the balloon of the device had been subjected to positive pressure. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. This wolverine device is recommended for use with a 0.014 (0.36mm) guidewire. During product analysis the investigator measured the outer diameter (od) size of the guidewire section that the device was loaded on to at three different locations and found it to measure 0.0155. The investigator was unable to remove the section of guidewire due to the od size of the wire being too large. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied when attempting to remove the guidewire from the device.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 3.5mm wolverine coronary cutting balloon was used to dilated the lesion and after use it could not be removed alone, so it was retrieved with the guidewire. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 3.5mm wolverine coronary cutting balloon was used to dilated the lesion and after use it could not be removed alone, so it was retrieved with the guidewire. The procedure was successfully completed with a different device without issue or patient injury.